Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient¿s implant was exposed through the skin. The device was removed and there have been no reports of further complications regarding this event.